Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a complete pump reset, after which the cgm error code did not reappear. Caller was able to successfully start their sensor session.